Event description:
Additional information received reported that the patients pump system was replaced on (B)(6) 2012. Additionally the patient was found to have no infection and experienced "minor" withdrawal symptoms. Patient was admitted to hospital for issues unrelated to pump, and while there, medical staff was trying to rule out if any issues related to the pump. The patient's outcome was reported as "stable on oral baclofen by that time". Reporter stated that "they were not able to aspirate from catheter, and patient was not getting drug from catheter". The patient was transferred out of hospital. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8703w, lot# l78426, implanted: (B)(6) 2000, explanted: unk. (B)(4).

Manufacturer narrative:
Product ID 8703w, lot# l78426, implanted: 2000 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that they were unable to aspirate the patient's catheter. It was further added that they were going to determine if the patient had an infection and was in withdrawal also. Drug delivered via the device was noted as lioresal 2000mcg/ml. Additional information has been requested, but was not available as of the date of this report.